Manufacturer narrative:
The beckman coulter field service engineer (fse) replaced the wash collar valve to resolve the issue. Instrument resumed operation. (B)(4).

Event description:
While servicing at the customer's site, the beckman coulter field service engineer (fse) reported reagent b was intermittently leaking from the wash collar valve on unicel dxc 600 pro synchron clinical chemistry system. The leak was contained to the instrument. There were no injuries or exposure. The fse wore a lab coat and gloves while troubleshooting. No erroneous results were generated.